Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and although there was a presence of a power loss and recovery message, the malfunction was not able to be duplicated. The ventilator passed extended self tests (est) and short self tests (sst). The ventilator was cycled without further issues. The ventilator passed self testing.

Event description:
It was reported that, during patient use, the 840 ventilator's display went blank. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.